Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of lymphoma, seroma and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician reported a patient "presenting with a b-lymphoma (otherwise known as bia-alcl) type mass with seroma and histology checks confirming the case." As necessary pathological markers are not confirmed, this case of alcl is unconfirmed and will be captured as lymphoma. Device remains implanted. Affected side(s) of this case of alcl are unclear, but as the initial report references "each of the suspect devices," event was captured against both sides. This medwatch represents the left side. See MFR # 9617229-2017-05727 for the right side.